Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not returned as it was implanted; therefore, functional testing as well as physical analysis could not be performed. The reported event is anticipated in nature as per the product directions for use. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was published in the journal of interventional neurology, an article stating that there was a reported absence of anterograde flow on 6-month follow- up after subject flow diverter implantation in 2 out of 15 cases of covered ophthalmic arteries (15%) and 4 out of 15 cases of covered posterior communicating arteries (31%), fortunately without neurological symptoms. No clinical consequences were reported to the patients due to these events. No further information is available.